Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 110 mg/dl(right hand), 84 mg/dl (left hand). Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.